Manufacturer narrative:
Correction: section h imdrf annex g grid.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, the system had problem with issuing item. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had problem with issuing item. A technical support specialist (tss) remoted in and restarted cubex application to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, the system had problem with issuing item. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.